Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmony led585 surgical lighting system. Prior to the technician's arrival, the user facility's biomed department had replaced the cover. While onsite, the technician was informed by facility personnel that the lighthead bumped into another part of the lighting system immediately prior to the cover detaching. The technician tested the lighting system, confirmed it to be operating according to specification and returned it to service. The harmony led surgical lighting system operator manual states (1-4), "caution - possible equipment damage hazard: do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." A steris account manager performed in-service on the proper use and operation of the harmony led585 surgical lighting system, including the importance of not bumping the light into other equipment. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure one of the plastic yoke covers detached from their harmony led585 surgical lighting system and fell, entering the sterile field. No report of injury. The sterile field was re-established, and the procedure was completed successfully.